Event description:
It was reported that the catheter was occluded and replaced. No pt symptoms were reported. There was no pt injury. The device system was used to administer morphine sulfate, baclofen, and bupivacaine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.